Event description:
It was reported that the pump exhibited a failing sensor. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case and the battery door were cracked. A review of the event history log (ehl) identified check syringe flange sensor error. During the functional testing was able to duplicate the reported issue. The optocoupler dis not operate as intended because of normal wear of a moving component. The root cause of the issue was due to normal wear as the pump was over 6 years old. Replaced the optocoupler and replaced the ear clip for preventive. Performed preventative maintenance and all functional testing.